Event description:
It was reported that the ins, adaptor, and extension were all explanted on (B)(6) 2011 due to a pocket site infection. The patient's symptoms included sensitivity, redness and inflammation at the pocket site. Cultures were taken of the infection. The patient will be without dbs therapy until a new device and extension are reimplanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).